Event description:
A malfunction was reported with a pump displaying error code malf 16. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer planned to use a backup insulin pump to ensure continuous insulin delivery, while technical support arranged to send a replacement pump. Instructions were provided on putting the pump into storage mode and returning the malfunctioning pump to tandem.